Event description:
It was reported the atrial lead had a high threshold during the implant procedure. A new lead was implanted and had acceptable threshold. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.